Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: photo investigation: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed nothing indicative of a device nonconformance with the 1rfna/ 11mm/ 380mm/ standard bend/ ster. X-ray were observed and the implant was found in the expected position and condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the rfna/ 11mm/ 380mm/ standard bend/ ster have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing location: monument, manufacturing date: 01-sep-2022, expiration date: unknown, part number: 04.233.138s, rfn/11mm/380mm 5 degree bend/pe inlay/sterile, lot number: 928p035 (sterile), lot quantity: (B)(4). Review of the DHR file: production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns497993 rev d met all inspection acceptance criteria. Inspection sheet, rfn assembly inspection, ns529720 rev b met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. The scn 70463 supplied by (B)(4) was reviewed and met specified dose ranges. There was no pll included in this DHR. Therefore, the pll for this lot could not be reviewed and the expiration date could not be notated. A manufacturing record evaluation was performed for the finished device with batch number: 928p035. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿non-union of a femoral shaft fracture¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. 24-jun-2025: DHR reviewed by: (B)(6). A manufacturing record evaluation was performed for the finished device with batch number: 928p035. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025 the patient presented with a non-union of a femoral shaft fracture initially fixed with a depuy synthes rfna implant at an unknown date. The rfna nail was removed and replaced with a larger depuy synthes rafn nail to treat the fracture non-union. Surgical revision of the fracture non-union was required.